Manufacturer narrative:
Product analysis: analysis found that the programmer would power up and interrogate with no issues; it could not be confirmed that the programmer needed to be rebooted multiple times. It was confirmed that the programmer's battery would not charge. The battery was replaced, and software was reloaded. The programmer passed all functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut down during interrogations if there was any interruption in electricity, and then would need to be rebooted. The programmer's battery would not charge, despite the battery being replaced multiple times and the programmer being serviced multiple times. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. The battery was inserted into an operating encore programmer, the programmer charge led flashed. Ac power was removed from the programmer, the programmer shut down. The battery was reinserted and a charge was attempted for 15 minutes. Ac power was removed again from the programmer, the programmer shut down again. Battery analysis indicated a critical battery failure and a permanent battery failure. Conclusion: the battery pack would not charge, there was a battery pack failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.